Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, undersensing was noted on the right atrial lead. The device was reprogrammed and lead dislodgment was confirmed via diagnostic imaging. A lead revision was performed to resolve the issue. The patient was in stable condition.